Event description:
The customer stated that she was hospitalized, due to hyperglycemia. The reported blood glucose reading was 429 mg/dl. The customer stated that the insulin pump alarmed no delivery prior to the event. The customer stated that the cannula on the infusion set was bent, which caused the no delivery alarm and the elevated blood glucose levels. Troubleshooting was performed and found that the customer was not practicing the proper insertion technique because she was using a type of infusion set she was not accustomed to. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.